Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that approx 1 hour and 15 minutes into the case, the harmonic scalpel transmitted a sold tone during activation of the lcsc5. Troubleshooting techniques did not eliminate this issue. Another lcsc5 device was used to complete the case. There was no consequence to the pt.